Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012804641); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the valve was recaptured due to the depth of implan t. Upon the second deployment attempt, an infold was observed and the valve was recaptured due to the infold and depth of implant. Upon the third deployment attempt, the infold was noted to be worse. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and new delivery catheter system (dcs) were used to complete the procedure. It was noted that a 5-10 minute procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the event. No patient complications were reported as a result of this event.